Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 20903795, model/catalog description: infinion cx lead kit, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted.

Event description:
A report was received that the patient was experiencing pain at the ipg site and felt that the ipg had shifted. It was also reported that the patient had flare ups in the left leg since implant and had lack of pain relief. The patient underwent an explant procedure.